Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a 2 cm piece of the catheter tip was noted to be missing when removed from the patient at end of case. Patient did have an x-ray but the missing piece was not located. They are unsure if tip was missing prior to insertion.

Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report number (B)(4). One used catheter was received for evaluation. The sample was visually evaluated and the reported shearing of the catheter was confirmed. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformance of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. While no specific conclusion can be drawn, incidents of this nature can occur if the catheter is withdrawn or partially withdrawn through the needle, thereby shearing the catheter. If additional pertinent information becomes available a follow-up report will be filed.